Event description:
The duett sealing device was deployed following a left heart catheterization (via a 6f sheath in the right common femoral artery). The deployment was reportedly unremarkable. Patient development pain, and a cold and pulseless leg 20 min post deployment. The patient was started on heparin and an angiogram confirmed the arterial occlusion. A surgical thrombectomy was performed, and t-pa was administered post procedure. Subsequently, the patient's pulses returned and the pain subsided. No further problems were reported.